Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post-operative testing, this device and associated left ventricular (lv) lead displayed pacing impedances of greater than 3000 ohms and loss of capture (loc) when electrode two was invovled in the configuration. The system was reprogrammed with resolution to the clinical observations. There were no adverse patient effects reported. The system remains in service.